Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose was 422 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done. The customer stated that the air bubbles were not removed successfully. The insulin pump will not be returned for analysis.